Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead and the patient presented with high impedance. The rv lead had an apparent fracture, there was oversensing and the threshold was elevated. It was noted that the rv lead high voltage coils had normal impedance and that no abnormal sensing was noted at follow up. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.